Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in pain therapy coverage. An x-ray revealed lead migration. The patient underwent a lead revision procedure. The patient's therapy was restored following the procedure.